Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 4,187.5 mcg/ml fentanyl, 500 mcg/ml clonidine, and 12.5 mg/ml bupivacaine all at an unknown daily dose via an implantable infusion pump for spinal pain and lumbar radiculopathy. It was reported that the patient went through withdrawal sometime in the summer of 2017. The patient and her husband were hard of hearing and denied over hearing the pump alarm sounding. The patient presented to her pain clinic and subsequently found her pump to be alarming and was told her pump had stopped working. The event logs showed that on (B)(6) 2017 at 0:1:41 error 03 (motor stall) occurred and there were no records of motor stall recovery. No environmental/external/patient factors that may have led or contributed to the issue were identified. The patient's pump was interrogated in pre-op and the motor stall was found. The patient electively chose explant instead of replacement. The issue was resolved at the time of this report. The pump and catheter were both explanted and to be returned to the manufacturer for analysis. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stall. Analysis of the implantable catheter (serial # (B)(4) identified a tear/break in the catheter body which is consistent with explant damage. The tear/break did not affect the performance of the catheter. Evan code-conclusion (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.